Event description:
It was reported that the syringe 10ml ls emerald experienced incorrect label information. The following information was provided by the initial reporter: regarding the reference (B)(4) the customer says: when the barcode is read in the outer box, the computer system registers a different batch value than the batch value shown on the individual product packaging.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2010113. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. The reported issue is related to the numbers below the barcode on the shelf carton label. This reported issue is not a quality defect, as all of the barcodes produced at this location are configured the same way. No defects were displayed within the provided images. The barcode configuration presents a ¿0¿ prior to the batch number information. It is designed this way to obtain the accurate width of the barcode, to fit the label area of the shelf carton. This is the typical design of the label and this issue would not be considered a different batch number nor a marking defect. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 10ml ls emerald experienced incorrect label information. The following information was provided by the initial reporter: regarding the reference (B)(4) the customer says: when the barcode is read in the outer box, the computer system registers a different batch value than the batch value shown on the individual product packaging.